Event description:
On (B) (6) 2008, the pt underwent the surgery with the matrix smart lock plate. On (B) (6) 2008, the surgeon found through the x-ray that the locking plate was cracked. Thus the surgeon immobilized the pt bone with the cast. Afterwards, the surgeon is monitoring the pt.

Manufacturer narrative:
Actual device not evaluated, because the device is still implanted in the pt. Evaluation will be conducted and reported in f/u.